Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one device opened by the account. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle. Upon microscopic inspection of the needles, normal needle crimp and swage marks were observed on the needles. Needle had normal needle crimp and swage marks. Needle had cone marks. Needle had suture thread attached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident of needle detached (non-popoff). However, the root cause of the reported conditions of difficult to toggle and component disengaged into cavity (not retrieved) was misuse of the product (premature toggling) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one device opened by the account. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle. Upon microscopic inspection of the needles, normal needle crimp and swage marks were observed on the needles. Needle had normal needle crimp and swage marks. Needle had cone marks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Unfortunately, since no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a removal of an eroded lap-band, while closing the gastrotomy from the lap-band, the surgeon took a large bite of inflamed thick stomach tissue and needle did not pass to the other side of the device. The device was difficult to toggle. Patient was re-admitted 5 days post op from infection of the lap band. Upon arrival, an x-ray was done and needle was identified on x-ray but not retrieved, the needle was left in patient. There will be no additional operation performed to remove the needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.